Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was attributed to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the nozzle had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and found that the nozzle had foreign objects. The foreign material is yellowish/brown in color but it is unknown what the foreign material is. The nonreportable findings were as follows: the light guide lens, the control unit, the grip, and the free/engage knob were dirty, there was low angulation and the grip, light guide lens, switch 1, the universal cord, the video connector case, the connecting tube, the video cable all had a scratch, the suction cover, the plastic distal end all had a dent, the bending section cover adhesive was detached, the objective lens has a chip, the bending section cover has discoloration, the image guide protector was sticky, and the electrical contact of video connector is shaved. During the inspection all of these were found to be out of standard value for the device: the wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of r/l knob is out of the standard value, due to a scratch on plastic distal end, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, the bending angle in down direction does not meet the standard value, due to wear of angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, due to nozzle clogging, amount of water contact does not meet the standard value, and due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.